Event description:
Orthadapt bioimplant was found to be delaminated and not incorporated in the tissue of the rotator cuff tendon, during diagnostic arthroscopic procedure of the shoulder. The graft was removed 15 months post implant.

Manufacturer narrative:
No conclusion can be drawn. A review of the device history record (DHR) indicated that the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.